Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner and head were revised due to eccentric wear of the liner. This was attributed due to normal wear. Patient records were destroyed, no part or lot numbers from the first surgery were found. The surgery was sometime in 1995 or 1996. Doi:1995 or 1996, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Poly material wear after more than 20 years implanted is not unreasonable to expect. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient). Corrected: d1, d2, d4 (catalog). H6 patient code: no code available (3191) used to capture the insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.